Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a sigmoidectomy procedure, the blade was broken off during use. The doctor commented that the blade had touched the forceps a little. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested and received below response: "sorry, we have no detailed information about whether the blade tip fell into the patient or not but it was already retrieved and is being returned with the complaint device."